Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log files were successfully downloaded from the controller but log file analysis was not conducted since interactions between controllers and monitors do not generate data logs. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Root cause: no failure detected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU also warns: a controller with a blank display or no audible alarm should be replaced. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from site coordinator that while attempting to interrogate patient's controller to upload log files it was noted on the monitor a message "log transfer not complete". "Initial thought was a connection issue so monitor cable was disconnected and reconnected several times to assess the situation but problem did not resolve." "There did not appear to be any debris at the connector site." "A second monitor and cable was tried and also the same issue." "During the controller interrogation it was also noted that the screen on patient's controller was "blacked-out" and the batteries that were full charge indicated they were almost complete discharge but when unplugged everything resume to normal function." "There were no alarms during each of the event to indicated if the pump was working or not." Manufacturer representatives recommended to site to "perform an elective controller exchange, provided patient can tolerate exchange." Since log files were not able to downloaded, manufacturer's recommendation was taken and patient had an elective controller exchange. "Upon visual inspection of the data port, there appeared to be no obvious damage or visible debris." It was stated that "patient was asymptomatic though out the incident." No further information available. Investigation is ongoing.